Event description:
It was reported that after an unknown procedure, there were difficulties in disassembly of the instrument after the procedure and it was damaged after disassembly. No patient consequence.

Manufacturer narrative:
Date sent: 8/20/2008. Evaluation summary: the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade further cracked. No assembly or disassembly issues were found. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.